Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was "protruding near skin". It was further reported that the device was explanted and repositioned. The icm remains in use. No patient complications have been reported as a result of this event.